Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per provider, where the actuator motor mounts to the lift, the plastic piece is broken.